Manufacturer narrative:
(B)(4). Estimated date of occurrence. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during unpacking of a proglide device it was observed that the device was partially deployed. Reportedly, during pre-flushing of the marker lumen, there was something in the lumen. The device was not used; there was no patient involvement. A second proglide device was used to achieve hemostasis. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.